Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The current provider was not the provider who removed the device and had no insight into the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for multiple back operations. Rep called to ask about material specifications. Caller indicated they received text from physician asking to check on material specifications as "the patient that reacted to metal had an explant for that reason". Caller did not have any information beyond the physician's text and noted that physician did not know if it was truly a metal allergy or not, as explant was "years ago". Caller stated device was explanted, they didn't confirm it was a total explant but this was what was reflected in the records. No further complications were reported/anticipated.